Event description:
The user complained of elevated tsh and free t3 results from the cobas e411 when compared to the immulite 2000. The user felt the results from the immulite were matching the clinical picture of the patients. The user provided tsh results for 21 patient samples of which 10 were discrepant. All samples were tested on the cobas e411 with reagent lot number 157328, repeated on the immulite 2000, then repeated on the cobas e411 with reagent lot number 158157. No unit of measure was provided. Patient sample 1 results were 4.21, 3.03 and 3.99. Patient sample 2 results were 4.24, 3.42 and 2.91. Patient sample 3 results were 4.65, 2.62 and 3.77. Patient sample 4 results were 4.46, 2.9 and 4.43. Patient sample 5 results were 6.3, 4.75 and 6.56. Patient sample 6 results were 5.67, 4.5 and 6.08. Patient sample 7 results were 4.43, 2.96 and 4.18. Patient sample 8 results were 4.55, 4.16 and 3.49. Patient sample 9 results were 6.6, 4.14 and 4.9. Patient sample 10 results were 4.65, 2.26 and 4.68. The user provided free t3 results for two patient samples. All samples were tested on the cobas e411 with reagent lot number 156811, repeated on the immulite 2000, then repeated on the cobas e411 with reagent lot number 158371. No unit of measure was provided. Patient sample 1 results were 9.18, 4.81 and 7.1. Patient sample 2 results were 7.6, 2.87 and 4.5. The user stated most of the patients were retested before giving treatment except for few who already had been given medication. After retesting, they had been recalled for further follow up. No adverse events were alleged regarding the discrepancies.

Manufacturer narrative:
A specific root cause could not be identified. Samples could not be provided for investigation. No adverse events were reported.

Event description:
I was duped by a local chiropractor that had advertised in our local newspaper about the drx9000. After 10th treatments, I wasn't getting any better and by the 20th treatment, I had to go to the local rehab treatment center because every step I took was extreme pain. Up to this day, I still have a problem laying down and sitting for a little while which I never had a problem with before the treatments with the srx9000. The machine I think is just a modern version of a medival torture device. Dates of use: (B)(6) 2009. Diagnosis or reason for use: pinched nerve - chiropractor diagnosis.

Manufacturer narrative:
This event occurred in (B)(6).